Event description:
It was reported that the lens was explanted due to z-syndrome. According to the surgeon, the most likely cause of the event was capsular contraction. The patient's current prognosis is excellent.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.